Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had many low flow alarms as well as heart failure symptoms. The patient was taken to the operating room to evaluate an obstructed outflow graft. A computed tomography scan was completed that showed an estimated 90% outflow graft obstruction. Patient flows were down by 1 liter at 3.7 lpm, powers were at baseline 3.8, pump speed 5400 rpm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a suspected outflow graft obstruction could not be confirmed. Additionally, correlation between the heartmate 3 left ventricular assist system (lvas) and the reported heart failure symptoms cannot be conclusively determined through this evaluation. Additionally, low flow alarms were captured in the submitted log files; however, a specific cause for the alarms cannot be conclusively determined through this evaluation. Review of the submitted log files captured low flow alarms. No other unusual events or alarms were captured. The pump appeared to function as intended at the fixed speed. Multiple attempts for additional information were sent to the customer; however, no additional information has been provided at this time. The patient remains ongoing on heartmate 3 lvas. No further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas the IFU contains a section entitled ¿preparing the sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. Also in this section, "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.